Event description:
It was reported that the patient experienced recurring incontinence due to atrophy under the cuff and the cuff not closing properly with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.